Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d10 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on (B)(6) 2023, it was reported that simultaneous use of a bronchoscope that was too large via an 8.5 tube led to the damage of the bronchoscope and the arndt blocker. Due to this, the blocker could not be placed into the correct ostium. There were no other devices in the lumen of the ett other than the blocker and the bronchoscope.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
UDI related data quality updates only. Correction: d4. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex g) investigation ¿ evaluation it was reported that an adverse event occurred during use of an arndt endobronchial blocker set. The patient was hospitalized due to hemoptysis. The CT-scan showed a 4cm central lesion in the apical left lower lobe of the lung. Bronchoscopy was performed. A central partially endobronchial tumor growth was discovered immediately after the branching of the apical left lower lobe. The doctor proceeded to perform endobronchial biopsies and severe bleeding occurred. After seconds, the physician was unable to see. Local measures to stop the bleeding failed. Due to severe bleeding and beginning respiratory failure, the arndt blocker was advanced into an 8.5 mm endotracheal tube (ett). A competitor¿s 5.5 mm bronchoscope was also present within the lumen of the ett. Advancement of the blocker was only possible with immense force, thereby destroying the bronchoscope. However, the blocker could not be placed into the correct ostium. Bleeding was not stopped by the blocker but by formation of coagulation. As a result of the bleeding, the patient sustained severe respiratory insufficiency. The patient was transferred to the intensive care unit (ICU) and was ventilated for three days. The patient also required a blood transfusion. Endoscopy was repeated two additional times. No other adverse effects were reported for this incident. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify any potential non-conformances prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook found no evidence suggesting that the device was manufactured out of specification and there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, c_t_aebs_rev6. Device description: a diameter bronchoscope is advanced through the guide loop to couple the bronchoscope and the endobronchial blocker together. This allows the endobronchial blocker to follow the bronchoscope. After the area to be blocked is entered, advance the blocker until the loop disengages from the bronchoscope. The lung may then be blocked by inflating the balloon. Intended use: the arndt endobronchial blocker set is intended to differentially intubate a patient's bronchus in order to isolate the left or right lung for procedures that require one-lung ventilation. Contraindications: airway diameter insufficient to allow passage of the arndt endobronchial blocker. Warnings: the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation. Precautions: to avoid damage to the small diameter bronchoscope, the guide loop size should be adjusted with care. The arndt endobronchial blocker set can be placed through a standard endotracheal tube. For optimal performance, the largest endotracheal tube appropriate for the patient¿s anatomy is recommended. The smallest recommended size endotracheal tube for use with the arndt endobronchial blocker size 9.0 french is 7.5 mm; 7.0 french is 6.0 mm; and 5.0 french is 4.5 mm. Instructions for use: 1.) Fully deflate balloon on the endobronchial blocker. 2.) Generously lubricate the bronchoscope, endobronchial blocker and inside of the endotracheal tube. 3.) Place the endobronchial blocker through the blocker port of the arndt multiport airway adapter, advancing the endobronchial blocker until the guide loop is visualized outside of the airway adapter. Note: air leakage can be controlled by screwing down the cap of the blocker port. 4.) Place the bronchoscope through the diaphragm of the bronchoscopy port of the arndt multiport airway adapter, advancing the bronchoscope until it is outside of the airway adapter. 5.) Advance the bronchoscope into and through the guide loop, coupling the endobronchial blocker to the bronchoscope. Note: this may also be performed within the multiport adapter, the endotracheal tube or the trachea proper. The guide loop should be adjusted to loosely approximate the diameter of the bronchoscope. 6.) Advance the bronchoscope into the section of the lung to be blocked. Note: the blocker guide loop may be cinched onto the bronchoscope by unscrewing the guide loop port and pulling back on the snare. The snare may be affixed in place by inserting syringe or CPAP adapter into the guide loop port. 7.) Keeping the bronchoscope position stable (loosen guide loop if snare is cinched onto bronchoscope), advance the endobronchial blocker until the guide loop disengages from the bronchoscope. 8.) Retract the bronchoscope. The endobronchial blocker may be either advanced or retracted to place the balloon within either the right or left mainstem bronchus. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no returned device, and the results of the investigation, it was determined that failure to follow instructions likely contributed to this event. Product labeling indicates the device is intended to block off the left or right lung for procedures that require one-lung ventilation. The device was attempted to be used to stop bleeding which is not what the device is intended for. It is not known if the bronchoscope, the endobronchial blocker, and the inside of the ett were lubricated as indicated in the product labeling. It was reported that the ett was 8.5 mm in inner diameter size, the bronchoscope 5.5 mm in outer diameter in size and the arndt blocker was 9 fr about 3 mm in size. The combination would take up the entire inner diameter of the ett. This likely contributed to the difficult advancement of the blocker. The continued bleeding resulted in an adverse event for the patient. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1 - customer (person): postal code: (B)(6); phone: (B)(6); phone: (B)(6). G4 ¿ PMA/510(k) #: k160542. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an adverse event occurred during use of an arndt endobronchial blocker set. Patient was hospitalized due to hemoptysis. The CT-scan showed a 4cm central lesion in the apical left lower lobe of the lung. Bronchoscopy was performed. A central partially endobronchial tumor growth was discovered immediately after the branching of the apical left lower lobe. The doctor proceeded to perform endobronchial biopsies and severe bleeding occurred. After seconds the physician was unable to see. Local measures to stop the bleeding failed. Due to severe bleeding and beginning respiratory failure, the arndt blocker was advanced. However, "due to the scale of the bronchoscope and the endoscope", advancement was only possible with immense force, thereby destroying the scope. Bleeding was stopped not by the blocker but by formation of coagulation. As a result, the patient sustained severe respiratory insufficiency related to the bleeding. The patient was transferred to the intensive care unit (ICU) and had to be ventilated for three days. The patient also required a blood transfusion. Endoscopy was repeated two additional times. No other adverse effects were reported for this incident.